Event description:
It was reported that this pacemaker reverted to safety mode operation. It was noted the estimated remaining battery longevity was 1.5 years remaining in (B)(6) 2025. The patient went to the emergency room and later underwent urgent surgical intervention to explant and replace the device. Besides intervention, there were no other adverse patient effects reported. Device return is expected.